Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is lacerated, and the damage did not influence the insulin pump functions. The button function was tested successfully and complies with the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the buttons on the infusion device work intermittently. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.